Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an ablation procedure performed on (B)(6) 2026, endoscopic ultrasound revealed esophageal mucosal erosion with localized thickening and blurring of the esophageal wall structure accompanied by exudation. The patient was discharged on medication on (B)(6) 2026 and with prescriptions for rivaroxaban 15mg qn, pantoprazole enteric-coated tablets 40mg bid, and propafenone tablets 150mg bid. The patient was readmitted to the hospital on (B)(6) 2026 due to markedly aggravated odynophagia. Sucralfate suspension 10ml tid was prescribed. The physician assessed the event as possibly related to the ablation catheter. The patient is stable and the symptoms have improved. There were no performance issues with any abbott device.